Manufacturer narrative:
The customer's complaint of backflow from the secondary into the primary could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a secondary medication infusion the secondary infusion backflowed into the primary infusion. There was no patient harm.